Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and the complaint was confirmed. The root cause was undetermined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor alleged that a foreign object was identified in the barrel of a non-sterile syringe during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
An error was identified during internal review of this MDR. The information has been corrected in this report.